Manufacturer narrative:
The device was returned to olympus for inspection no reported customer allegation. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the identified failures related to foreign objects was a known inherent risk of device, which indicates that the reported adverse event was known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water cylinder and tube had foreign objects. There was no patient involvement.